Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional confirmed deflation. The device has been explanted and replaced.

Event description:
Patient reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1521006 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory, was observed air voids in the textured part of the valve (vv), it is out of specification according to qa 199.06. According to the analysis review the reported complaint was observed, besides, the workmanship is not related to the reported complaint. A review of the current risk documents was performed and the event of void in valve is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with air voids in the valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Device remains implanted. This relates to the right side.

Event description:
Patient reported deflation. Device remains implanted. This relates to the right side. Healthcare professional confirmed deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in anterior and posterior side assessed surgical damage. Additional observations: observed wear abrasion on the device. Observed creases on the device. Voids observed in the textured part of the valve (vv), it is out of specification according to (B)(4).